Event description:
A malfunction on a pump was reported, identified with code malf 16. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.